Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Complaint description: patient was revised to address pain. Litigation alleges the patient suffers from discomfort, weakness, loose feeling or popping, difficulty ambulating, and soft tissue/inflammatory response. After review of the medical records for MDR reportability, the revision operative note indicated pain and malpositioned cup (not revised). Ppf alleges abductor muscle repair and elevated metal ions. After review of medical record for MDR reportability, patient was revised to address pain. The cup was in about 5 degrees of anteversion. The stem was in about 10 degrees of anteversion. Doi: (B)(6) 2012 - dor: (B)(6) 2014 (right hip).